Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation underneath the lifevest. The patient's doctor advised the patient to use an anti-itch cream. The patient reported that the irritation was improving.